Manufacturer narrative:
(B)(4).

Event description:
An endurant tube graft and aortic cuff were implanted in a patient for the emergent endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm. The patient had a 20x20x82 endurant limb placed into the aorta as a tube graft. Then a 23x23x49 endurant aortic cuff was placed through tube graft to land at the proximal aorta. The physician asked for a pta balloon. During this time the physician performed an angio run and marked the screen. The physician deployed the device landing at the level of the markings on the screen and used a reliant balloon and performed the final angio run. At that time the renal arteries were not filling. It appeared the 23x23/49 endurant cuff stent graft covered both renal arteries. Per the physician the cause of the event was due to human error, not fault of the device. The c-arm was not locked during the final run even (and must have moved) though the physician instructed to do so. The patient was at that time converted to an open repair. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.